Event description:
It was reported that the patient had laxity in the ankle joint resulting in implant migration and damage to the distal tibia.

Manufacturer narrative:
Device was provided as 520(b) custom per design inputs by, and approval from, the operative physician. Review of production records reveals no abnormalities that could have contributed to the adverse event as described by the initial reporter. The physician requested a revision device because they believed the initial implants did not restore enough height in the patient's limb, leaving the joint space loose, and that the fixation trajectories were too posterior, possibly dislocating the talar component. This outcome is a result of the "inherent risk of the implant not providing the necessary anatomical correction" that the clinician acknowledges during design.